Event description:
The user had a pt that normally runs high report out an original bun result of 111 mg per dl which was accompanied by a data flag alerting the user that the result was not valid. The analyzer performed an auto dilution with a decreased sample volume and gave a result of 25 mg per dl. The repeat result was not reported out. The user repeated the same serum sample on their other p module and got an initial result of 112 mg per dl and a repeat result of 114 mg per dl. The incorrect result was not reported out and the pt was not affected. The user states she is not aware of any other pt results that were incorrect on bun or any other analyte.

Manufacturer narrative:
The field service representative determined there was partially clogged waste tubing from the rinse heads and the gear pump head pressure was falling below specification. He replaced the bad tubing and adjusted the gear pumphead into normal parameters. The user ran calibrations, qc and a precision with all results within specification.